Event description:
During pt's hospitalization, 2-3 days post-op "hooks" separated from rod in pt's neck. Pt's incision opens with movement and is not healing with excessive scarring. Scoliosis has worsened. Pt's self esteem is very poor and she has severe pain.